Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h10. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a stroke on (B)(6)2024 and was admitted to the intensive care unit. As of (B)(6)2024, the patient was in the progressive care unit and had a blood infection and pneumonia. It was noted by the family member that the stroke occurred in the "left back of the brain," but no intervention was able to be performed as the patient's blood was already too thin. The patient was placed on a ventilator. It was reported the physicians were not able to determine the root cause of the stroke but suspected it was due to a "weak heart." The pneumonia was thought to be aspiration pneumonia as the patient had a feeding tube. The blood infection was not known, but the patient was on IV antibiotics. As of (B)(6)2024, the patient was in rehab. As of (B)(6)2025, the patient was in hospice due to the inability to tolerate medications due to hypotension and possible cardiorenal syndrome.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unable to be determined but was suspected to be due to a "weak heart". The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a stroke on (B)(6) 2024 and was admitted to the intensive care unit. As of on (B)(6) 2024, the patient was in the progressive care unit and had a blood infection and pneumonia. It was noted by the family member that the stroke occurred in the "left back of the brain," but no intervention was able to be performed as the patient's blood was already too thin. The patient was placed on a ventilator. It was reported the physicians were not able to determine the root cause of the stroke but suspected it was due to a "weak heart." The pneumonia was thought to be aspiration pneumonia as the patient had a feeding tube. The blood infection was not known, but the patient was on IV antibiotics. As of on (B)(6) 2024, the patient was in rehab. The barostim titration had been cancelled and not yet rescheduled.